Manufacturer narrative:
Batch review performed on 25 june 2019: lot 162563: (B)(4) items manufactured and released on 27 july 2016. Expiration date: 2021-06-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed after 2 years and 1 month due to stem loosening. The surgery was completed successfully.